Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has progressive hearing loss, and that the amplification of his vibrant soundbridge was not sufficient anymore. The pt was re-implanted with a cochlear implant on (B)(6), 2013.